Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported a power on reset (por). It was reported that therapy had stopped. When attempting to connect to the implantable neurostimulator (ins) using the programmer, the battery depleted icon was displayed. The patient was able to start a recharging session normally. It was reported that the programmer seemed to connect without an issue. The rep originally indicated that the patient could not communicate using the programmer but it seemed the issue was the programmer was displaying the battery depleted message. They did not understand how the battery could become depleted since they had it charged on (B)(6) 2017. No symptoms were reported. Relevant medical history includes spinal pain.